Event description:
The customer reported being hospitalized with low blood glucose of 30mg/dl. The customer stated that he could not get up. The caller is new on the insulin pump therapy. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.